Manufacturer narrative:
According to the gore® excluder® iliac branch endoprosthesis instructions for use, adverse events with may occur and/or require intervention including, but not limited to, occlusion of device or native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
During a question and answer session at a conference, during a comments period, a physician mentioned to the gore representative that he had a case where a gore® excluder® aaa endoprosthesis device became fully occluded, and had to be explanted. The gore representative was unable to obtain any further information. The gore representative didn't catch the physician's name.

Event description:
During a question and answer session at a conference, during a comments period, a physician mentioned to the gore representative that he had a case where a gore® excluder® iliac branch endoprosthesis device became fully occluded, and had to be explanted. The gore representative was unable to obtain any further information. The gore representative didn't catch the physician's name.

Manufacturer narrative:
Corrected product name from gore® excluder® aaa endoprosthesis to gore® excluder® iliac branch endoprosthesis.